Event description:
Caller states husband has a cadman pump that is "not doing what it is supposed to do", so physician is considering replacing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).